Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic sub-acromial decompression open rotator cuff repair surgery the tip of the device broke inside the patient and remained inside the patient. On completion it was noted that the tip of the device was missing. It was tried to visualize the tip in the wound and the sterile field was searched. An x-ray revealed that the tip was near the acromion in the soft tissues. The surgeon tried to retrieve it with no success and decided it would be in the patient's best interest to leave it in-situ rather than dissecting through the soft tissues and cause more damage to find it. No further information received.